Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected. The insulin pump was unable to perform prime test or verify sensor alarms due to blank display. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the insulin pump had been turning off. The customer's blood glucose was 145 mg/dl at the time of incident. The customer's blood glucose was 496 mg/dl at the time of call. The customer stated that they treated the high blood glucose with bolus. The customer stated that the display did not return after receiving a new battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.